Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n183261024, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter occlusion at the distal segment, and was ¿not working.¿ diagnostic testing had been done to try and aspirate the catheter at the catheter access port (cap), and was unsuccessful. The catheter was replaced, and the physician decided to replace the pump as well. There was reportedly nothing wrong with the pump. It only had 12 months left; therefore, the decision was made to replace it while fixing the catheter issue. The physician tied off the old catheter a few times at the pocket, as it would not aspirate. The catheter issue was not resolved and the cause of the issue was not determined. The patient had symptoms of spasticity. The patient recovered without permanent impairment. The pump system was being used to infuse lioresal.